Event description:
It was reported that catheter issue occurred. The target lesion was located in the severely tortuous artery. An opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter started to twist over the wire while going through the groin area. The procedure- was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink and entanglement in the imaging window assembly and a catheter twist beginning 15.3 cm from the lapjoint section.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the severely tortuous artery. An opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter started to twist over the wire while going through the groin area. The procedure- was completed with another of same device. There were no patient complications reported.